Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer reported that the device had ac power cord that was sparking. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation is complete. Testing found the customer complaint was not confirmed in the event log, as the nature of the complaint is something that is not captured in the event log. Visual inspection verifies the complaint; however, no probable cause was found as the reported complaint of a sparking ac power cord was not duplicated.

Event description:
The customer reported that the device had ac power cord that was sparking. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.